Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an external power supply was interrupted message. There was no adverse patient impact reported.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported an ¿external power supply was interrupted¿ message occurred. There was no adverse patient impact reported. There was no reported patient involvement.